Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin. Customer stated that the insulin pump was not delivering the necessary insulin she had blood glucose of 40 mg/dl and she had to go to the hospital on (B)(6) 2021. Customer was treated with food. The customer stated that the symptoms related to low blood glucose such as inability to follow simple commands, weakness and fatigue. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The drive support cap was normal. The device will not be returned for analysis.